Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient had to seek medical attention due to high bg (blood glucose) levels, dehydration, and vomiting. The mother stated that on the second day's use of the pod, the bg levels started to rise and she is not sure what the history was, but by the time they got to the hospital the bg level was 490 mg/dl. At the hospital, the patient was given IV fluids to re-hydrate and flush out the body. He was also given insulin to lower the bg level. The mother stated that her son was discharged the very same day they went into the hospital. The cannula had dislodged from the skin and was found bent. The pod was worn between 36 and 48 hours on the hip/buttocks.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The needle mechanism assembly was inspected for any abnormalities or deficiencies and no issues were noted. No problems were found that would result in insufficient insulin delivery or cause the cannula to become dislodged from the infusion site. Although no problems were noted, the reported event could not be determined. The soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.